Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber was burned and stopped working. No error message was prompted. The fiber was replaced to complete the procedure with a second fiber. No patient complications were reported.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber was burned. The fiber was replaced to complete the procedure with a second fiber. No patient complications were reported.